Event description:
It was reported that blockage alarms occurred frequently. When the same consumable was used in other solis units, no alarm was triggered. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for evaluation. The event history log was reviewed. Visual and functional testing were performed. The reported problem was unable to be confirmed or duplicated. It was determined that the most probable cause is a defective downstream occlusion sensor. The downstream occlusion sensor was replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.